Manufacturer narrative:
Device received with broken battery tube thread noted. Device passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's buttons were sometimes harder to press. The customer's blood glucose value was unknown. The customer reported that batteries last 6 days or less pump has rejected new batteries and was chipped on corner of reservoir part with random and unexplained no delivery alarms. The devices will not be returned for analysis.